Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for non-malignant pain indications for use. It was reported that the last time they were into the pain clinic they asked about the delivery cycle of a bolus. The patient stated that the software goes from 0 to 90 percent when retrieving pump settings. The last 10 percent of the bolus delivery cycle stalls out and it took 2 to 3 minutes while they were waiting for it to complete the cycle. The patient stated that it used to be fine but now it is taking a long time to deliver the boluses to the point where it was intrusive her day to take a bolus. The patient reported that sometimes the application will time out because of the delay. The agent reviewed the bolus process and reviewed the equipment was working like it should. The agent suggested that the patient talk to her healthcare provider about any alternatives patient might have. The patient mentioned that they suffered from extreme migraines.

Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.